Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the battery cap was not returned with the pump for investigation. A test battery cap was used to complete the investigation. Moisture was found to be behind the display screen. The display lens was found to have a leak present. There was evidence of moisture inside all of the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.